Event description:
During a tavr procedure, a sapien xt valve was deployed 60/40 aortic/ventricular (a/v). After the valve was deployed and normal pressures were obtained, there was still 1+ pvl noted. A second dilation was performed with an additional 1cc added to the atrion device to minimize the pvl, but it was unsuccessful. The team determined that a 2nd 26mm valve was should be positioned more ventricular than the first valve to negate the pvl. The 2nd valve was prepped and delivered in normal fashion, landing 50/50. There was no regurgitation present after the 2nd valve was deployed. The patient is doing well at the time of this report. The patient¿s native annulus measured 24x28.4mm. It was also noted that it was very challenging to obtain ideal images both by fluoro and echo. It appears there was moderate native leaflet calcification.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the regurgitation is unknown; however, it is possible that suboptimal imaging could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.